Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
We received a user report via notification from the department of health and human services. The user report stated the following: customer reported that they experienced high blood glucose level of 400 mg/dl at the time of the incident. The customer had no symptoms. It was also stated that the high blood glucose levels began over a month ago. Customer's doctor believes that the reservoir is leaking and found evidence of liquid at the bottom of the pump. Customer met with the medtronic representatives and is still waiting regarding the outcome of this investigation. The insulin pump was not returned for analysis.